Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. In addition, facial nerve stimulation was observed, which could be attributable to a possible known side effect of cochlear implantation. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Reportedly, the user experienced facial nerve stimulation (fns) and poor performance with the device. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. Other mechanical damages found during investigation are attributable to the removal surgery. Additionally, facial nerve stimulation was present whilst implanted. No device failure was found that may explain for this symptom which is, however, a possible side effect of cochlear implantation. This is a final report.

Event description:
Reportedly, the user experienced facial nerve stimulation (fns) and poor performance with the device. The user was re-implanted.

Event description:
Reportedly, the user experienced facial nerve stimulation (fns) and poor performance with the device. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.